Event description:
It was reported to resmed that an astral device powered down and displayed safety reset complete and total power failure alarms while using its internal battery on two separate occasions. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was not returned to resmed for an evaluation, therefore, resmed is unable to confirm the alleged malfunction at this time. Initial reporter reference#: mw5112922. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was not returned to resmed. An investigation was performed on all available information. Based on all available evidence, the investigation determined that the reported complaint was due to the internal battery. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Initial reporter reference#: mw5112922. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device powered down and displayed safety reset complete and total power failure alarms while using its internal battery on two separate occasions. There was no patient harm or serious injury reported as a result of this incident.